Manufacturer narrative:
Patient identifier, date of birth/age and weight are not available for reporting. Device is an instrument and is not implanted/explanted. It is unknown if the device will be returned for manufacturer review/investigation. (B)(4). A device history record (DHR) review was performed on part # 03.037.012, lot # 922947: this part number / lot number combination could not be found in jde or docusphere. Therefore, a DHR review could not be performed at this time. If/when the product is returned or more information is received, the lot number can be verified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when removing the insertion handle, a piece of carbon fiber pierced the surgeon's glove and skin. It was noted that it could have been from other surgeons hitting the handle where they should not be. As a result of the pierced glove, the surgeon had to change gloves. The wound was rinsed with beta dyne. As a result, surgery was delayed about one minute. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: december 18, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: during the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, and device history review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The returned instrument is part of the depuy synthes tfnadvanced (tfna) proximal femoral nailing system. Per the technique guide, the system is utilized for the intramedullary fixation of proximal femoral fractures. Both instruments aid in the insertion of the titanium nail. The returned insertion handle was noticed to have sustained small damage to its handle along the side where the driving cap/threaded (03.03.523) and threaded hammer guide connector (03.0137.120) attached which could cause a glove to get caught on it during a procedure and wounding the user, as described in the complaint description. Replication is not applicable as the handle is already damaged. The relevant drawings for the instrument were reviewed and found suitable to determine the intended device design, application and dimensional conformity. The instrument was found to have met the drawing specifications. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the available information it is not possible to determine a definitive root cause for the insertion handle damage. The insertion handle has etching on it which guides the user to not strike the handle, and a hammer guide and driving cap are included in the system to be used when trying to insert or back out nails. It is most likely that the complaint condition occurred due to not using the appropriate tools to transfer force and rather the handle was directly stuck, which could cause damage similar to that seen on the returned handle. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.